Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in chin, marionettes, and lips with 2cc juvéderm vollure¿ xc. Approximately less than three months later, patient developed nodules, swelling, redness, and tenderness. Three days later, patient was treated with 3 vials of hylenex®. Four days later, patient was given tapering dose of prednisone (60mg for 3 days, then 40mg for 3 days, then 20mg for 3 days). Eight days later, patient was treated with 3 vials of hylenex®. Nine days later, patient was treated with 1.5 vials of hylenex®. One week later, patient was treated with 2 vials of hylenex®, started on a 2nd prednisone taper, and prescribed colchicine. Symptoms ongoing.